Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is namc. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter phone #: (B)(6). D.4 device expiration date: na.

Event description:
It was reported that 7 of the bd¿ female adapters were deformed. The following information was provided by the initial reporter: as reported by the customer: incoming inspection reported during the quality inspection of pn 31-1049 ((B)(4)) material with distortion was found in the insertion hole therefore when performing the iso test it failed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary a complaint of female adapters being distorted near the insertion hole was received from the customer. Samples were received at the north american molding center (namc). From the investigation of the samples, the defect of bent/ deformed component was confirmed. It was also noted that the received samples were from the cavity ids that were replaced. A device history record review for model 1029-104-090 lot number 2059184 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The mold repair history was also reviewed, and during the time of production, the ejector angle pins were replaced for slides containing cavities 25-32 and 9-16 due to damage and parts getting stuck at the ejection. The root cause was identified to be the bent angle pins causing inadequate/ non-linear movement of the cores at the ejection causing a deformed hole ID.

Event description:
It was reported that 7 of the bd¿ female adapters were deformed. The following information was provided by the initial reporter: as reported by the customer: incoming inspection reported during the quality inspection of pn 31-1049 (flla 1029-104-090) material with distortion was found in the insertion hole therefore when performing the iso test it failed.